Event description:
St. Jude became aware through the physician that the pt had expired, reason unknown. Co subsequently requested and rec'd a death certificate. The death certificate lists ventricular tachycardia with cardiac arrest as the immediate cause of death. The certificate also lists the following conditions leading to the immediate cause of death: head injury, cerebral contusion with large subdural hematoma. Co is reporting the death because they have neither the device nor any associated data or electrograms, which would enable them to conclude that the device did not contribute to the death.